Manufacturer narrative:
The evaluation was completed. One bi-blade cutter was returned in a plastic bio-hazard bag along with a se5425wvb pack label from lot w3953. The expiration date on the label is 2020-08-12. Visual inspection found that the tip protector was not returned. The tip of the cutter was wrapped in gauze. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. Functional testing could not be performed due to the damaged needle. It should be noted that a bent needle could contribute to poor cutting performance. Due to the returned used condition and with the tip wrapped in gauze, the cause of the bent needle could not be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the vitrectomy cutter was not cutting. There was no patient injury.